Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer reported blood glucose level was not impacted by the issue. Reportedly, the customer was able to load a new cartridge, ultimately clear the alarm, and resume insulin therapy.